Manufacturer narrative:
(B)(4). Batch t5a225. Additional information received: when they went to fire this endocutter, the lockout system engaged. No staples were deployed into tissue. Upon discussion with the staff, there have been many new nurses at this hospital lately, and I am led to believe that this issue could be due to loading challenges and proper cleaning between fires. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. In addition three gst60g cartridge reloads were received. The reload (b) was received partially fired 1/16. The reload (c) was received fully fired with the pan dislodged. The reload (c) was received broken, fully fired and with the pan missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst60g, r5ad36, partially fired 1/16.. Reload c: gst60g, r5aw6p, fully fired with the pan dislodged. Reload d: gst60g, broken, fully fired and with the pan missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that there was difficulty loading staples into stapler. The stapler did not fire properly after 2nd firing. There were no issues on first two firings. No patient consequence reported.